Manufacturer narrative:
Initial.

Event description:
It was reported that a caregiver observed insulin leaking inside the pump housing and a grinding sound during motor rewind, with a cracked cartridge vial identified after insertion and the pump continuing to operate; a replacement cartridge was arranged and lot information was documented. Symptoms included no reported hyperglycemia or other clinical effects. Outcomes included no impact to health and no need for medical intervention. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed a damaged cartridge vial consistent with a cracked component causing insulin leakage while the pump motor functioned, which aligns with a cartridge defect rather than a pump mechanism failure. It was concluded, based on previously established findings for similar reports, that the cause was user handling or shipping-related damage to the cartridge vial prior to or during insertion.